Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated the rash began when he was using another brand of ostomy products and was unable to recall the name. The end user also stated the rash has not gotten better, but has not gotten any worse since trying the convatec device. The end user stated his stoma fluctuates. The end user went on to stated he was prescribed nystatin powder by a free clinic, however, he has not tried it as of yet. The end user was educated on proper skin care, application of the prescription powder followed by the application of the protective barrier. The end user stated he did not have the lot number of the device available. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
An end user noted a fungal rash to his peristomal skin. The end user stated the rash is located almost 360 degrees around his stoma and extends to his pubic area.